Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During in-service, white contrast markings were found to be missing on distal alignment guide, and femoral sizer was not moving very well (sticking).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the device was reviewed and confirmed the failure mode as reported. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.